Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and was unable to duplicate the reported issue. Physio downloaded the device¿s electronic records for review and was able to verify the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the device powered itself off several times during patient care and while attempting to transfer data to a tablet. The customer advised that the patient survived the event. There were no reports of adverse effects as a result of the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's battery pins, battery wire harness assembly, and power pcb assembly. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed power pcb and battery wire harness assemblies. Physio determined that the cause of the reported issue was excessive wear on pcb-mounted jack connector, designator j11, of the power pcb assembly as well as cable-mounted plug connector, designator p11, on the battery wire harness assembly (which plugs directly into pcb-mounted jack connector designator j11). The excessive wear caused increased resistance of the connector contacts which resulted in an excessive voltage drop at the contacts. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board. Triggering the power fail detector circuit will cause the device to either shutdown or power cycle.

Event description:
The customer contacted physio-control to report that the device powered itself off several times during patient care and while attempting to transfer data to a tablet. The customer advised that the patient survived the event. There were no reports of adverse effects as a result of the reported issue.